Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported to baxter (B)(4) that a colleague infusion pump was found to have experienced a device with inoperative keypad buttons on channel b and channel c . It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. The user interface module master software version is 5.48.92, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition as an inoperable pump head module keypad. The root cause was determined to be fluid intrusion and corrosion damage to the pump head module main printed circuit boards and keypads for channels b and c. Replacement of complete pump head module for channels b and c were done to repair this issue. A follow up report will be submitted if additional information becomes available.